Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that by a consumer that several bd precisionglide¿ needle 20 g x 1 1/2 in were found "bent/curved" and that leakage is occuring at the yellow part of the device. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: three samples were returned to the columbus plant for evaluation. Based on the complaint verbiage, a visual inspection was performed for molding issues. No molding issues were observed. The parts were measured for angularity. They measured within the specification limit for cannula angularity. The three samples were also leak tested. There was no leakage observed on any of the samples. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: the failure mode was not confirmed. Root cause description: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.